Event description:
It was reported by a customer on (B)(6) 2011, during the procedure, error message codes 210 and 235 occurred. Per the customer, the procedure was able to be completed with no further issues. No pt injury was reported.